Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain, cloudy effluent, and low blood pressure. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient was administered vancomycin intravenously (dose/frequency not reported, for 3 days) to treat the peritonitis. Three days after being admitted to the hospital, the patient was discharged. Subsequent to discharge from the hospital, the patient was administered vancomycin intraperitoneally (dose/frequency not reported) to treat the peritonitis. One month after initial onset of the peritonitis, the patient was readmitted to the hospital for another indication, at that time the peritonitis was reported to be ongoing and the patient¿s overall condition was reported to be deteriorated. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13j22017, h14a27021; h13k04070, h14d01012 and h14b28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).